Event description:
It was reported that the pt experienced an overdose with the following symptom: somnolence. It was unk the pt's pump was recently refilled or reprogrammed. The reporter believed "the pt was seen by neurologist recently, possibly today and was sent to radiology because something was wrong with the pump". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.